Event description:
It was reported that this right atrial (ra) lead was damaged during the procedure. The ra was capped and surgically abandoned. A new ra was successfully implanted. No additional adverse patient effects were reported.